Event description:
A customer reported experiencing multiple malfunctions with their insulin pump, specifically noting at least three occurrences and one cartridge alarm. There was an issue with the pump's operation; however, there was no adverse impact reported on the customer's blood glucose level. The customer was advised by technical support to use multiple daily injections (mdi) as a backup insulin therapy. Technical support arranged for a replacement pump with updated software to be sent to the customer, provided instructions on placing the malfunctioning pump in storage mode, and communicated the return process. Additionally, training for the replacement pump was made available in the customer's source account.